Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump had not responding when first press, buttons stick down when press them and had error code. The customer stated that battery life was diminished, insulin pump rejected new batteries and had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.